Event description:
It was reported that this right ventricular (rv) shock lead impedance has been hovering out of range, measuring about 125-140 ohms, and greater. Technical services noted that there is concern, when the delivered shock impedance is greater than 145 ohms and typically, the measured shock impedance is 30-60 ohms higher than delivered shock impedance. Shock delivery was recommended, to determine difference between the measured versus delivered impedance. Additional information was received mentioning that the implantable cardioverter defibrillator (ICD) was explanted, and the rv lead was surgically abandoned. The ICD triggered a code 1005 related to a short circuit condition and the rv lead had continued showing the impedance trend upwards, out of range. The ICD has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) shock lead impedance has been hovering out of range, measuring about 125-140 ohms, and greater. Technical services noted that there is concern, when the delivered shock impedance is greater than 145 ohms and typically, the measured shock impedance is 30-60 ohms higher than delivered shock impedance. Shock delivery was recommended, to determine difference between the measured versus delivered impedance. Additional information was received mentioning that the implantable cardioverter defibrillator (ICD) was explanted, and the rv lead was surgically abandoned. The ICD triggered a code 1005 related to a short circuit condition and the rv lead had continued showing the impedance trend upwards, out of range. The ICD has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.